Event description:
Int'l. ((B)(6)) complaint received reporting chemo leakages with use of ch-15 clave bag spike accessory device with IV tubing adminstration sets. It was reported that "leakage between black marks on ch-15 observed after connection to admin sets and mounting on IV pole." The event occurred, ". .when the nursing side was attaching the ch-15 ...and hanging up the bag and the infusion line." Although requested, additional incident information and device return requests have, to date, been unsuccessful. Lot build record review: a review of the mfg. Lot build records was performed for the reported lot# 2713864 (mfg. 07/2013) which showed (B)(4) were manufactured, tested, inspected and released. The lot build records showed all visual, dimensional, and functional qc lot testing met all specifications. There was no exception or rejection documentation generated during the manufacturing lot build.